Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed a battery depletion (bd) error was triggered due to an increase in power consumption. It was noted that the power consumption has been increasing gradually. Technical services recommended replacing the device within 90 days and returning it for product analysis. At this time, the device remains in service. No adverse patient effects were reported.